Event description:
It was reported that the patient had a fall and ruptured his patellar tendon. Plan was to perform a poly exchange and repair the tendon; upon lightly tapping on the tibia it came loose with no cement bonded to the underside. Tibial revision was performed with the poly swap. It was discussed the fact that this was not the s+ tibial baseplate. Poly lot # is not readable. Unknown bone cement was used. No surgical delay. Doi: (B)(6) 2013; dor: (B)(6) 2022; affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.